Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the drawer main 3-1 pockets were failing intermittently. The fse reseated the row board cables and replaced the retractor band on drawer 3-1. The customer was then able to inventory items in the drawer without any issues, and the drawer was successfully tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3-1 failed multiple times. Drawer had been failing one cubie after another each day, and it was not detected on the bus after rebooting. Although the reboot appeared successful, the drawer failed again whenever nurses removed a medication from it. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.